Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative visited the site and evaluated the system. The issue could not be replicated. As a precaution, the umbilical interface cable was replaced. The suspect cable was not returned for medtronic's evaluation. A full system checkout was successfully completed, with all checks passing. The system is now fully functional. This event was identified during a retrospective review as discussed with the FDA (B)(4) district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
Site reported that after obtaining 2d images on the imaging system during a spinal fusion case, the system is displaying an error. There was a reported delay to the procedure of less than 1 hour due to this issue. Site discontinued use of the imaging system. Procedure was completed with no adverse effect on patient outcome.